Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that there was a broken at 17.5 mm from the distal end of the probe. The scratch was not found on the probe in the visual check. The broken surface of the probe was inspected. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface are blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. As the vicinity of the origin of the fracture surface are blackened, a crack was generated in the probe due to a load such as a spark. 2. The crack then extended when load to grab tissue or activate the device was applied to the probe. And the probe broke during cleaning outside the body off in the end. The circumstances likely causing such spark could not be identified. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a laparoscopic distal gastrectomy (ldg), the subject device was used. One and a half hours after the start of the procedure, the probe of the subject device was broken off when the user cleaned the subject device outside the patient. The intended procedure was completed with another device. There was no patient injury reported.